Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise and high impedance. Provocative exercises were able to reproduce the noise on the lead easily. On (B)(6) 2017, the lead was capped and replaced. The patient remained asymptomatic.